Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patients weight was not provided. Unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 1 year and 5 months. No further information was provided. A supplemental will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had two hospital admissions (previously unreported) due to gastrointestinal (gi) bleeding. The patient¿s first admission was from (B)(6) 2014 and second admittance was from (B)(6) 2016 and had been on suppressive thalidomide. No further information regarding the gi bleeding events was provided. The patient subsequently expired on (B)(6) 2016 due to a progressive decline with worsening heart failure. The patient chose to return home on hospice care. There were no reports of any device issues.